Event description:
The customer reported difficulties with their t:slim x2 pump, including a non-responsive on/off button. Despite these issues, there was no impact on blood glucose levels outside of the specified range. To address these issues, technical support instructed the customer on proper techniques for using the pump button. They assisted in removing a protective case to reduce button press difficulty. Customer reverted to an alternate method of insulin delivery.